Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms; a return of target symptoms was reported. Family member said the patient started having more urinary accidents while the patient was sleeping and during the day over the past couple of days. The spouse says the permanent system is not as effective as the trialing system. Stimulation has already been increased to 1.8v and the patient said stimulation is in the target area. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp); therapy expectations were also reviewed. The patient should connect with their hcp if the problem doesn't resolve. No further patient complications have been reported as a result of this event.